Manufacturer narrative:
It is unk what pelvic mesh product was implanted. Further investigation suggested the mesh may have been an advance, but ams was unable to confirm the specific device info. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that an unk sling was implanted for treatment. Date of implant was not available. The pt underwent surgery on (B)(6), 2013 for placement of an additional incontinence device due to overactive bladder and recurring incontinence. No further pt complications were reported.